Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg and the physician believed that the ipg migrated. The patient underwent a revision procedure wherein the ipg was moved a little because it was not lying flat. The patient was doing well postoperatively.